Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer purchased the omni hip system including the abh style listed above. Abh blade connectors have begun to come apart from the blade. These should stay intact with the retractor blade. Image attached. Once these came apart customer noticed that bioburden was collecting where these should be connected. On (B)(6) 2016 customer reports his occurred during a total hip replacement and although there was no harm there was potential. No further information available. #4 of 5 related complaints.

Manufacturer narrative:
On 9/19/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the customer¿s complaint could not be confirmed by engineering as the physical product was not received for proper evaluation/ investigation. Device history evaluation - device history record reviewed for this product ID showed no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Conclusion: although the customer supplied pictures showcasing the reported failure, engineering has yet to receive the defective units for proper evaluation/investigation. As such, the complaint cannot be fully confirmed at the moment.